Event description:
Pt was in a nursing home facility on o2 at 8 lpm. Pt was moved twice that day. Pt was found with the mask and tubing frozen. Lips were blue. Pt was sent to first aid and then on to the hosp. Not sure if any injury occurred.